Event description:
It was reported that patient had a lot of curvature in spine. Patient had lots of hardware in spine. Doctor had hard time getting leads in correct area. Tried two trial leads, two wens & wanted an implant lead to see if it made any difference. Tried multiple leads & multiple wens. Hcp wanted to see if implant lead would be better. High impedance issues. Connectivity issues. End of procedure- connectivity & impedance corrected. Patient has trial and doing well. Fluid & blood around lead caused high impedance issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.